Event description:
A report was received that the patient was experiencing irritation at the ipg site. The ipg was pressing up against the hip bone. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well after the procedure.